Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00934. It was reported the patients leads migrated resulting in ineffective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event estimated. Correction - section d2a comm device name - name inserted. Correction - section g2 - health professional checked.

Event description:
Additional information was received stating that surgical intervention took place where both leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.